Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Boston scientific technical services (ts) discussed the potential causes for the out of range impedances and suggested further lead evaluation. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the shock impedance measurements for this system continues to increase. The remote monitoring system data was reviewed and revealed that the last out of range measurement was detected on (B)(6) 2014 and the value was just over 125 ohms. Shock impedance trending reveals that the impedances are between 100 ohms and 125 ohms. The associated lead is a single coil lead which is known to have shock impedance measurements trend on the higher side. The impedances have been stable and within normal variation. All other rv lead measurements are normal and sensing is stable. There is no evidence of noise on the electrograms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.